Event description:
It was reported that in central processing, frayed wires were identified on a mega suturecut needle driver instrument. The instrument was not used on a patient after the reported issue and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found grip cable broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist. The other cables were not damaged at the wrist. Failure analysis investigation also found the following damages: there was an indentation at th edge of the distal pulley and visible scratches on the surface of the pulley. In addition, the distal end of the instrument's main tube had various scratch marks exhibiting material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. Failure analysis concluded that the pulley indentation was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken grip cable and the additional finding of main tube material removal could likely cause or contribute to an adverse event, if the malfunctions were to recur.